Manufacturer narrative:
The hyperglide balloon has not been returned; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during preparation of the hyperglide balloon there was "shredding of the guide". The balloon was not used during the procedure.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated based on the device analysis and per the sem analysis, ¿both fatigue and overload cracking areas are visible on the wire fracture surface.¿ the damages to the guidewire are consistent with damages caused by excessive manipulation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the hyperglide occlusion balloon catheter and guidewire (model: 104-4127 lot: a546143) were returned for analysis within a primary shipping box. Hyperglide guidewire outer coils were found stretched from ~9.0cm to ~3.0cm from the distal tip with the inner core wire broken at ~3.0cm from the distal tip. The hyperglide guidewire distal tip was found bent. The bend is consistent with shaping; however, information regarding if the guidewire tip was shaped by the user was not reported. The hyperglide guidewire od (outer diameter) was measured to be 0.0100¿ which is within specification (specification : 0.0103¿ max). The broken guidewire will be sent to element labs for sem (scanning electron microscopy) analysis. No damages or irregularities were found with the hyperglide hub. No bends or kinks were found with the hyperglide catheter body. Upon visual inspection, no damages or irregularities were found with the hyperglide balloon/distal tip. The hyperglide occlusion balloon catheter was flushed, water exited from the distal tip. In order to test for balloon inflation, a mandrel into the distal tip of the balloon. The balloon was inflated. No leaks were detected. No other anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that this guidewire stretch during used. There was not any coating came of the guidewire during use.

Manufacturer narrative:
Device evaluation based upon the new information received, this would not meet the criteria for a reportable event as the guidewire stretch/damage during use. Also, the event happened during preparation. The guidewire damage would not likely cause or contribute to a death / si if it were to recur. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.